Manufacturer narrative:
A product analysis is not available; the device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip of the blade broke within 30 seconds of use during a fess procedure. No fragments remained in the patient or operating area, and a new blade was opened to continue the surgery with no impact to the patient.

Manufacturer narrative:
One opened sample of part number 1884002, from lot number hg1ym5x was returned for analysis. Visually, the distal tip had broken off the inner cutter which would have resulted in the reported event; the detached portion measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley, and the assemblies were deformed in a way that indicates the inner blade teeth impacted the outer cutting edge at the third proximal tooth and valley while moving in a clockwise direction. There was no evidence of concentricity issues or bends in the returned tube/shaft assemblies. There was no evidence of misuse or mishandling, and there was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.